Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 had failed to open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer (fse) confirmed the issue with main unit drawer 1.2 that was showing a hardware failure error and was not being detected on the bus. Further troubleshooting revealed that the drawer controller board was not receiving signals due to the retractor cable not being seated properly. So, the fse reseated the cable, after which the drawer controller board began receiving the signals and was recognized on the bus, also verified the drawer operation under hardware test application (hta). After that the customer performed inventory count without any issues. The system functioned as intended after the field service engineer repaired the device.